Manufacturer narrative:
The vessel sealer extend instrument was returned to isi and evaluated. The instrument passed electrical continuity testing. No physical damage to the conductor wire, the grips, or the instrument's tip was found. The instrument was placed on an in-house system and passed a self-test. The instrument successfully cut and delivered energy through the grips. The instrument passed a grip force test. A follow-up MDR will be submitted if additional information is received. Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2018. No related system errors were found to have occurred during the surgical procedure based on the available system logs. Based on the current information provided, this complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, the tip of the vessel sealer extend instrument allegedly became sharp and caused a hole in the patient¿s small bowel mesentery which did not require repair. However, bleeding was observed in the mesentery which was controlled with a vessel sealer instrument. At this time, the root cause of the patient¿s intra-operative complication is still unknown. The instrument was returned to isi, evaluated, and no trouble was found.

Event description:
It was initially reported that during a da vinci-assisted low anterior resection (lar) procedure, a vessel sealer extend instrument allegedly ¿put a small hole in the small bowel mesentery.¿ no further clinical information was provided. On 09/05/2018, intuitive surgical, inc. (Isi) contacted the initial reporter of this complaint and obtained the following additional information regarding the reported event: she was not scrubbed in on the case. The initial reporter did not know if the small hole in the small bowel mesentery required medical intervention but she believes a stitch may have been placed. The surgeon discussed the reported event with the initial reporter and stated that the tip of the vessel sealer extend instrument had broken off during the da vinci-assisted lar procedure in question. However, the initial reporter did not know the cause of the small bowel mesentery injury or how/why the tip of the vessel sealer extend instrument broke off. On 09/05/2018, isi contacted the isi clinical sales representative (csr) and obtained the following additional information regarding the reported event: the csr was not present during the surgical procedure; however, she spoke to the surgeon about the incident. The surgeon claimed that the tip of the vessel sealer extend instrument "got really sharp" during the surgical procedure which somehow caused a hole in the small bowel mesentery. She did not have any further information to provide regarding the reported event. On 09/06/2018, the surgeon provided the following information regarding the reported event: the surgical procedure was not recorded on video. The small hole in the small bowel mesentery did not require any repair or suturing. The surgeon described the defect as a "small superficial serosal rent." However, there was bleeding in the mesentery that was controlled with a vessel sealer instrument. Firefly was used to confirm perfusion. The surgeon believes the injury to the small bowel mesentery was caused by "the sharp tip of the vessel sealer resulting from the breakage." The surgical procedure was completed robotically and no post-operative complications have been reported. The patient is currently doing "well"

Manufacturer narrative:
On 09/12/2018, an intuitive surgical, inc. (Isi) failure analysis (fa) engineer further evaluated the vessel sealer extend instrument. The fa engineer did not find any evidence of broken pieces on the instrument¿s grip tips. The fa engineer also did not find any related errors or issues in the system logs. Based on the current information provided, this complaint will remain reportable due to the following conclusion: during a da vinci-assisted surgical procedure, the tip of the vessel sealer extend instrument allegedly became sharp and caused a hole in the patient¿s small bowel mesentery which did not require repair. However, bleeding was observed in the mesentery which was controlled with a vessel sealer instrument. At this time, the root cause of the patient¿s intra-operative complication is still unknown. The instrument was returned to isi, evaluated, and no trouble was found.